Manufacturer narrative:
(B)(4). Additional info will be provided upon conclusion of the investigation.

Event description:
It was reported by the customer that while the staff were transferring a client from a chair they heard a "crack" and the lift started leaning so they lowered the client back into the chair. When they looked at the base of the lift they noticed the leg had broken off. No injuries occurred to the client or staff. Pictures provided with this complaint shows that one of the legs of the chassis has completely separated from the base. The device is being returned to the manufacturer for further evaluation.

Manufacturer narrative:
(B)(4). It was reported by the customer that while the staff were transferring a client from a chair they heard a "crack" and the lift started leaning so they lowered the client back into the chair. When they looked at the base of the lift they noticed the leg had broken off. Although the device was used for the treatment of the patient and its malfunction contributed to the reported event, at the time of the incident, there were no injuries occurred to the client or staff. An investigation was performed into this complaint, including review of the historical data. No similar events were found over the installed base of more than (B)(4). The pictures provided with this complaint show that one of the legs of the chassis has completely separated from the base. The device was inspected by the arjohuntleigh representative after the incident, who concluded described malfunction. Therefore it is assumed that the device was not up to the manufacturer specification at the time of the event. The malfunctioned part was returned to the manufacturer for the visual examination and resulted in finding that there was no penetration of the weld on one side of the pivot. Closer examination of the leg showed there was a rework activity on the leg, since two weld beads could be identified. This weld was considered to not have been adequately performed, based on the apparent absence of penetration of the weld material in the pivot. These findings show that the operator has noticed that welding was performed inadequately but decided to release for further distribution that part with another layer of weld instead. The process used for this weld is semi-automatic welding. The typical causes for lack of fusion for this welding process are: inadequate welding parameters (speed, voltage, current), inadequate weld positioning (localization or positioning). Examination of the weld surface does not allow determining what exactly took place when the weld was performed. The weld on the other side of the leg was deemed to be adequate, since the breakage on this side resulted in shearing of the tube material. Welding process is performed by a supplier and is referred in the internal procedure for welding specifications and has been validated, even although this is not considered a certainty we assumed that there could be a human error on the production floor of the legs, the device for welding could have been incorrectly set by an operator. This event was determined to be an isolated case, and post market surveillance would allow identifying similar events if it were to reoccur. We find this complaint to be reportable to the competent authorities in the abundance of caution.